Manufacturer narrative:
Event date: (B)(6) 2018, date of this report: 08/28/2018. The customer troubleshot with philip's technical support. The customer was advised to replace the power management printed circuit board assembly. No parts were returned for evaluation; therefore, a root cause could not be established.

Event description:
It was reported that the ventilator had generated an error code for data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 09/04/2018. Date received by manufacturer: 09/04/2018.